Event description:
Pt was on the ventilator and a "service alert" message came across the screen and the machine shut down. A nurse was at the bedside when this occurred and manual ventilation was initiated.